Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement and the reported material deformation were able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal left anterior descending artery. A 2.5 x 12 mm xience alpine stent delivery system (sds) was advanced to the lesion without resistance and inflated. The device was removed from the anatomy without issue. Angiography was performed and there was no stent visible in the anatomy. A 2.5 x 23 mm xience alpine sds was being advanced through the co-pilot and when reaching the connection between the guiding catheter and the co-pilot there was strong resistance and the xience alpine sds could not be advanced. The stent delivery system was removed and the co-pilot and guiding catheter were pulled back slightly to reveal the 2.5 x 12 mm xience alpine stent that had dislodged when attempting to advance earlier in the procedure. The stent was in a ball. The stent was removed and a non-abbott stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.